Event description:
It was reported that the insulin pump alarmed button error and the numbers were scrolling up to 300. It was noted that the alarm occurred when attempting to bolus for a meal. Customer's blood glucose reading at the time of the call was 15 mmol/l and has treated with the insulin pump. No further information report...

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, and a cracked reservoir tube lip.